Event description:
Olympus cautery unit stopped working when setting up for a case. The touch screen would not work. Unit was turned off and on a few times, we tried cleaning the screen as suggested by biomed (name redacted). That was unsuccessful, (name redacted) came to or 4 to troubleshoot it himself and was unsuccessful. Surgeon was notified.